Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was being explanted due to the elective replacement indicator (eri). However, as of recent it was unable to convert episodes of ventricular fibrillation using two 31 joules shocks. There was concern that this device was not delivering the entire energy. This device was registered but no patient assigned to it. It was unknow how often or if this patient was being followed routinely.